Manufacturer narrative:
Pending evaluation. Concomitant device(s): humeral adapter plate. Humeral liner.

Event description:
It was reported that this female patient's right tsa has been revised due to her humeral tray and humeral liner having been dislodged from the humeral stem. No report of a fall or any trauma that would¿ve caused this. Surgeon put in new humeral tray, torque screw and liner in. Nothing else was effected. Surgeon removed the parts/pieces from the patient. Previous tray and liner removed as one construct. Patient was last known to be in stable condition following the event. Devices will be retuning.

Manufacturer narrative:
(H3) the revision reported may have been the result of not fully seating the torque screw in the humeral stem at the time of implantation and/or cross-threading of the torque defining screw with the humeral stem during implantation, which caused the torque defining screw to back out and resulted in the reported disassociation of the humeral tray/humeral liner from the humeral stem. Section h11: the following sections have corrected information: (h6) component code: 568, screw, (d1) brand name: eq reverse torque defining screw kit, (d4) catalog number: 320-20-00, serial number: (B)(6), expiration date: 05-oct-2025, unique identifier (UDI) #: (B)(4), (d6a) if implanted, give date: (B)(6) 2020, (g4) PMA/510(k)number: k063569, (h4) device manufacture date: 06-oct-2020.